Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 23 mmol/l with dry mouth, agitation, and extreme thirst. The reporter indicated that the pump was emitting an empty cartridge warning but indicated that when the cartridge was removed there was 20 units in the cartridge. Troubleshooting confirmed that when the pump performed the rewind, load, and prime the pump indicated less than 20 units remaining. This event is reported with the conclusion that the patient experienced hyperglycemia related to an empty cartridge.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the pump data from the time of the event was overwritten due to continued patient use. A review of the available total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. During testing, a cartridge with 35 units of insulin was inserted into the pump; the pump performed the rewind and load steps and correctly reflected 35 units. The pump delivered an audio bolus and a normal bolus and the insulin remaining was confirmed to be calculating correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.